Event description:
It was reported that during surgery, the doctor tried to pick up the inner package, but the inner tray was trapped inside the outer tray, so he could not pick up the tray. Finally the doctor peeled off the tyvek seal and picked up the insert carefully. No injury or impact to patient reported. The doctor doubted if the device was sterilized accordingly.

Manufacturer narrative:
The associated packaging was returned and evaluated. A visual inspection of the returned insert packaging indicated that the inner and outer trays showed evidence of a good heat transfer of the tyvek lids. The inner and outer trays are sealed individually, however it is possible for the inner pull tab to be caught in the outer seal, while still maintaining the sterile integrity. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened.